Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr, since the patient was unable to be contact for additional information. The patient advised the csr that on an unspecified date she obtained an inaccurately high reading of ¿31.0 mmol/l¿ on the subject meter which she compared to a reading of ¿8.0 mmol/l¿ obtained a few days later on her friend¿s meter (unspecified device). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was unwilling to advise what medications she uses to manage her diabetes but advised that she took 7 units of insulin (unspecified type) in response to the alleged inaccurately high reading. She explained that after she obtained the alleged inaccurately high reading, she ¿crashed¿. The patient was unwilling to advise whether she received any treatment due to the product issue, or if she performed a blood glucose test on any other devices. At the time of troubleshooting, the csr noted that the patient was unwilling to complete troubleshooting and the product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter.